Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks while exercising. Technical services reviewed the episodes and noted there was a clear morphology change with the st segment elevated, which resulted in t-wave oversensing. Smart pass had been programmed on at the time and the physician questioned why it did not mitigate the t-wave oversensing in this case. It appeared that the r-waves and t-waves were similar in size, causing the double counting. Technical services discussed performing an exercise test and x-rays to evaluate system placement. However, it was later reported that the patient felt traumatized by the event and the s-ICD system was explanted. It was noted the patient was implanted for primary prevention and had not had any episodes of ventricular fibrillation (vf) while the device was implanted. No additional adverse patient effects were reported, outside of the inappropriate shock therapy and system explant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device was subsequently returned for analysis. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported small amplitude r-waves, oversensing, and inappropriate shock delivery. However, during testing, a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks while exercising. Technical services reviewed the episodes and noted there was a clear morphology change with the st segment elevated, which resulted in t-wave oversensing. Smart pass had been programmed on at the time and the physician questioned why it did not mitigate the t-wave oversensing in this case. It appeared that the r-waves and t-waves were similar in size, causing the double counting. Technical services discussed performing an exercise test and x-rays to evaluate system placement. However, it was later reported that the patient felt traumatized by the event and the s-ICD system was explanted. It was noted the patient was implanted for primary prevention and had not had any episodes of ventricular fibrillation (vf) while the device was implanted. No additional adverse patient effects were reported, outside of the inappropriate shock therapy and system explant procedure.